Manufacturer narrative:
The cool line catheter was returned to zoll for investigation. Investigation results as follows: visual inspection of the returned item found that the catheter was cut off and a piece of catheter shaft was returned. The shaft was received with trace blood amounts of blood. Based on the condition of the returned device, further testing including but not limited to, leak, lumen and cross talk testing could not be performed. The lot number of the cool line catheter was not provided, therefore a device history record review could not be performed. In summary, evaluation of the catheter was limited due to the condition of the returned device. Therefore, a root cause could not be determined. The health consequences to the patient are not serious. In this event, non-occlusive thrombus was detected around the tip of the catheter during catheter removal. A clot formation was also discovered via ultrasound 2 days after the catheter was removed. The patient was in a high risk category for dvt. Additionally, the patient was systematically anti-coagulated with 5000 1e heparin per day. The patient did not experience clinical symptoms. The condition of the patient was reported as good at the time of this report. There was no report of a device deficiency or adverse effect on patient's health. There were no vessel injuries caused by the zoll catheter per zoll labeling, possible complications with central venous catheters include thrombosis. Catheter related thrombosis is known complications with intravascular catheter use of any kind.

Event description:
Additional information was received on 10/14/2015: the primary cause for hospitalization was that the patient suffered a traumatic brain injury as a result of a traffic accident. A teleflex temperature probe that was placed into the bladder was used. It was also reported that the patient was unable to reach the target temperature of 37.0 degrees. The location of the blood clot was located in the right jugular. The patient was administered oxygen, analgosedation and vasopressors. No intervention was required to remove the dvt. The healthcare professional believed that the dvt was attributed to the zoll device as the thrombus was observed on the catheter during removal. The patient was considered at a high risk for dvt because patient suffered a severe tbi and these patient's are not able to mobilize in the early stage. No further information was received.

Manufacturer narrative:
After 7 days of therapy with a cool line catheter, intravenous thrombus was discovered on the catheter. A clot formation was also discovered via ultrasound 2 days after the catheter was removed. The patient was in a high risk category for dvt but did not experience clinical symptoms. The current condition of the patient is good. Dvt is a known complication that can occur when any central line is used. Zoll has not yet received the ivtm catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2015, 43 year old male patient weighing 90kg was admitted to the hospital. The reason for therapeutic ivtm was for normothermia. Patient's temperature prior to ivtm therapy was 38.0 degrees celsius. There were no adjunctive temperature management or relative procedures performed on the patient. There was no separate catheter used for the central line. The patient was systematically anti-coagulated with 5000ie heparin per day. The console was set to max mode. The desired target temperature for the patient was 37 degrees celsius. There were no system alarms noticed during treatment. A zoll cool line catheter was successfully placed into the right internal jugular vein. Insertion attempts were easy. The dwell time of the zoll catheter at the time the dvt was discovered on the catheter and at the time of catheter removal was 7 days. A clot formation measuring approximately 1-1.5 cm in diameter was also discovered via ultrasound 2 days after the catheter was removed. The patient was in a high risk category for dvt. The patient did not manifest any clinical conditions and the current condition of the patient is good. No further information was provided.